Event description:
Hamilton medical ag received the following incident description: during machine start-up, the device screen white out on the bottom half, as shown in the attached photo. We checked all the cable connections were intact and in good condition. We suspect a defect in the lcd display.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: during machine start-up, the device screen white out on the bottom half, as shown in the attached photo. We checked all the cable connections were intact and in good condition. We suspect a defect in the lcd display.